Event description:
Two sacral screws implanted in a ti rigid plate - sacral 47 mm broke post operatively. Pt is reportedly asymptomatic and was not aware of any trauma or pop. Pt reportedly is doing fine and surgeon has no plans to remove the broken screws.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.